Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient was still not getting pain relief from the new system; the stimulation was in the chest wall and abdomen rather than the low back and legs. The patient was told that the new surgical paddle had migrated. It was noted that this information was confirmed with the physician. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-feb-26. The rep indicated that the cause has not been determined as the x-rays have not yet been made available. The rep attempted to reprogram but appropriate stimulation could not be obtained. The patient¿s weight was not recorded. This information was confirmed with the physician. No further complications were reported/are anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 977c265, lot# va1f016024, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient did not feel stimulation since having a revision. The stimulation was not on target and the patient did not feel it on maximum output. The rep noted the impedances were fine. The rep stated that they took an x-ray and the lead had moved, but it was unclear where. No further complications were reported. Follow-up was conducted.